Event description:
As reported: advanced trapliner through hemostatic valve and trapliner snapped/broke off. Retrieved from the patient by pulling back; no snare used. No harm to patient from as pulled out at beginning when advancing in hemostatic valve. Lot unknown.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
One-unit of trapliner was returned for evaluation. Blood particulates were found on the catheter. Weld joint separation was confirmed. Minor wire wrap damage was observed on the halfpipe lumen of the collar. The point of weld separation was measured from proximal hub end (i.e., only working length of the pushrod). The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. The physician advanced trapliner through hemostatic valve. The trapliner snapped/broke off. The damages are likely to have occurred during use in the procedure. Per IFU states the following warning and precaution: - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result additional information was requested from the account. A response was received. The snapped portion was pulled back. No snare or intervention needed. No issues noted while prepping the catheter. No patient harm noted. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.